Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part # 04.168.280s, lot # 159p819, manufacturing site: (B)(4), release to warehouse date: 20.may.2021, expiry date: 01.may.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the femoral neck system (fns) for the fracture of the femoral neck. The patient avoided loads after the surgery; however, cut-out in femoral head was confirmed in x-rays taken on (B)(6) 2022. The revision surgery for removing the fns and the bipolar hip arthroplasty will be performed on (B)(6) 2022. According to the surgeon, the patient avoided loads after the surgery, and there were no reports of fall. No further information is available. This report is for one (1) bolt for femoral neck system 80mm length-sterile this is report 2 of 4 for complaint (B)(4).